Event description:
It was reported that the access sheath came apart.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, "material selection (parts and adhesive)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not bend the device prior to placement as this could damage the integrity of the device and result in patient injury." "Do not advance or withdraw device if any resistance is encountered during placement or removal without determining cause and taking action." "Ensure the dilator lock is securely engaged with sheath hub prior to insertion." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the access sheath came apart.